Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation, the electrograms noted marker anomalies and loss of signal consistent with intermittent loss of telemetry. The clinician reported that telemetry was lost at points during the interrogation session. No intervention was needed and the device remained implanted. The patient was stable, and no symptoms were reported.